Event description:
It was reported that the patient's ipg was explanted on (B)(6) 2023, because it became inoperable.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.